Manufacturer narrative:
Device evaluated by MFR.: a 3.00 x 38mm synergy xd stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the proximal stent struts were pushed distally, bunched and stretched. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent met resistance of a calcified stenosed lesion. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found that the hypotube had a severe kink at the distal end of the strain relief, during analysis the hypotube shaft broke at the location with the severe kink. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found a shaft polymer extrusion break at 95 mm distal of the exit port/port bond (1293 mm from the distal end of the strain relief), the break appeared clear with no stretching appearing as if the shaft was cut. The damage most likely occurred post procedure during handling of the device. Examination of the hub and strain relief via scope did not identify any issues. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. This 3.00 x 38mm synergy xd stent was used for a percutaneous coronary intervention in a moderately tortuous, 90% stenosed, and severely calcified target lesion. The stent strut was damaged during the procedure while inside the patient. The device was replaced and the procedure was completed with no patient injury.

Event description:
It was reported that stent damage occurred. This 3.00 x 38mm synergy xd stent was used for a percutaneous coronary intervention in a moderately tortuous, 90% stenosed, and severely calcified target lesion. The stent strut was damaged during the procedure while inside the patient. The device was replaced, and the procedure was completed with no patient injury.